Event description:
Regulatory agency reported right side pain in right breast, right arm, numbness, tingling, swollen lymph nodes, hashimotos, rosacea, muscle fatigue, chronic fatigue, brain fog, and food sensitivities. Device status is unknown.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event reason for reoperation: lymphadenopathy.